Event description:
It was reported that during a spinal cord stimulator (scs) trial procedure the patient experienced restless leg syndrome which led to abort the procedure. It was noted that there was an excess adhesion on the patients epidural space. The patient was doing well.